Manufacturer narrative:
Additional manufacturing narrative: attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted. Initial reporter address exceeded the maximum allowable characters, address is as follows: (B)(6).

Event description:
The customer reported that the radical-7 is reading incorrect spo2 by approximately 10%. The nicu compared the device with another radical-7. It was a good pick up because they thought perhaps this baby had a congenital heart problem with un-diagnosed pre and post ductal sats issue maybe. They might have ended up with cardiac-consult if the nurses hadn't resolved the issue with further investigation of the device. The customer reporting the issue also put it on a nurse - adult healthy read spo2 88-90% which for her was the give-away that it was wrong. No consequences or impact to patient were reported.

Manufacturer narrative:
The returned device was evaluated. No product performance issues related to the reported event were identified, based on results of the investigation, the customer complaint could not be confirmed. (B)(6).